Event description:
Information received by medtronic indicated that the insulin pump alarmed failed battery alarm. The customer did receive a low battery alert prior to replace battery alert, replace battery now alarm. The issue did not resolve with a new battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.